Manufacturer narrative:
Implant date - estimated as (B)(6) 2020 as it was known that the patient was implanted with the watchman closure device in (B)(6) 2020.

Event description:
It was reported via social media that a cerebral vascular accident (cva) occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. The patient was taken off blood thinners approximately eight months post index procedure. On (B)(6) 2021, the patient experienced a cva and was hospitalized. The patient was discharged home twenty two days after the cva event. The patient became notably more disabled with bladder incontinence, and relies on a caregiver as a result of this event.